Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the ball bearing of the attachment device fell apart and the internal parts were missing. It was further observed that the bearings were damaged, the cutter could not be inserted or secured/locked, and the nose tube was bent/damaged. It was determined that the device had missing components, cosmetic damage ¿ worn, and it fell apart ¿ unattached. It was further determined that the device failed pretest for labeling assessment, verification: lock operation and verification: cutter insertion. It was noted in the service order that the bearing was damaged. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.